Manufacturer narrative:
Completed information for section a1 patient identification: sids (B)(6) all available patient information was included. Additional patient details are not available.  The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the complaint lot/issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for lot 54288ud00. A review of applicable field data suggests that the performance is acceptable, and file kit testing is not required. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 54288ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient sample. The following data was provided: 31oct2023 sample ID (B)(6) result = 443 ng/l, repeat = <10 ng/l same patient, new sample obtained on (B)(6) 2023 sample ID (B)(6) result = <10 ng/l, repeat = <10 ng/l no impact to patient management was reported.